Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13974. It was reported that patient is experiencing the ipg flipping in the pocket site and their leads are twisted as a result. It was noted that the patient's system was also autoreducing due to high impedances and reprogramming was performed. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention on 12may2022 during which the lead and ipg were explanted and replaced.